Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir o ring broke out. The customer¿s blood glucose level was 120 mg/dl. The customer was assisted with troubleshooting. Customer stated damage at broken chips out of reservoir compartment. Customer reports damage occurred due to possible torque on reservoir. Customer reports damage to the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with broken reservoir tube lip, missing reservoir tube window. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.